Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a dutch patient developed a rash under the therapy electrodes and the electrodes. Patient reported that the rash became worse and began to bleed. There was no alleged device malfunction contributing to the irritation. Patient reported contacting their physician and was using sudocreme (zinc ointment). Follow up indicated that the skin condition was improving.